Event description:
Treatment of a large unruptured saccular aneurysm measuring 10mm x 4.5mm located in the cavernous segment of the left ica (internal carotid artery). On (B)(6) 2013, the patient underwent pipeline embolization treatment involving one pipeline (5.00mm x 20mm). During the pipeline deployment, the distal segment only opened approximately 75%. Balloon angioplasty (an option presented in the instructions for use, u.s.) Was required to achieve full wall apposition. It was reported that the patient is doing great.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).